Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed a wound at the implant site. Subsequently on (B)(6) 2014, the wound was cleaned, steri-strips were applied to close the wound, and the patient was prescribed oral antibiotics (duration not reported). The implanted device remains.